Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number / manufacture date - unknown.

Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to an unknown reason. An agc modular tibial ii system was removed and replaced with competitor products.